Event description:
It was reported that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized in the intensive care unit. It was reported the patient was continuing pd therapy in the hospital. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up a peritoneal dialysis registered nurse (pdrn) reported the patient transitioned to in-center hemodialysis approximately one year ago. The pdrn stated the patient was no longer in their medical record system. Multiple attempts were made to acquire further details of the patient¿s hospitalization; however, additional information has not been provided.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s) warranting further investigation. Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s hospitalization. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized in the intensive care unit. It was reported the patient was continuing pd therapy in the hospital. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up a peritoneal dialysis registered nurse (pdrn) reported the patient transitioned to in-center hemodialysis approximately one year ago. The pdrn stated the patient was no longer in their medical record system. Multiple attempts were made to acquire further details of the patient¿s hospitalization; however, additional information has not been provided.